Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. The customer reported a blood glucose (bg) level of 277 (mg/dl) and stated they would deliver a correction bolus. During troubleshooting with tandem technical support, it was recommended that the customer avoid wearing the pump up against the skin.